Event description:
The patient experienced tremors and bradykinesia. It was the first overdischarge to occur and was due to patient compliance. A physician mode recharge was successfully completed.

Event description:
Reference manufacturer report# 3004209178-2012-02145. The patient experienced coupling/communication issues. The ins was overdischarged and a power on reset (por) occurred. The last successful recharge session was 2 to 6 months ago which was due to the patient's personnel issues. Additional information has been requested.

Manufacturer narrative:
(B)(4). Ins model 37612, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Lead model 3987a, lot# n124880, implanted: (B)(6) 2007, explanted: na. Lead model 3987a, lot# n124880, implanted: (B)(6) 2007, explanted: na. Extension model 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Extension model 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Lead model 3987a, lot# n124794, implanted: (B)(6) 2007, explanted: na. Lead model 3987a, lot# n124880, implanted: (B)(6) 2007, explanted: na. Extension model 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Extension model 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: na.

Manufacturer narrative:
(B)(4)